Manufacturer narrative:
This event occurred between (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fourteen (14) small volume intermates leaked. The exact location of the leak was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured (B)(4), 2018 - (B)(4), 2018. Thirteen units were returned to the plant containing fluid in their bladder. Visual inspection via the naked eye noted the following observations on the 13 units: no evidence of leak was found either inside or outside of nine (9) units, and these units were found to be in their normal condition. Four (4) units were found leaking at the connection of the blue winged luer cap because the blue cap was not securely tightened. A functional leak test was subsequently performed by filling those 4 units with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the 4 units were being monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap of the 4 units. The reported issue was not verified. One unit was not returned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.